Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy, one of the cylinders was cracked. The other one was broken and the cylinder was divided into 3. Also it fell into the pt, but it was already dislodged. Another device was used to complete the case. There were no adverse consequences to the pt.